Manufacturer narrative:
Product complaint # (B)(4). One viper2 straight 480mm cocr rod was received by the customer quality unit. Visual examination found that the rod had fractured into three segments. The fracture analysis report noted that the fracture, possibly occurred with a stress concentration. The device history record review identified no issues during the manufacturing and release of this instrument that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the rod fracturing cannot be positively determined. However, the fracture possibly occurred as a result of a stress concentration. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Rod breaking after surgery. Patient consequence? Unknown.